Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV.c leaked. The following information was provided by the initial reporter: material no: mz9270 batch no: unknown. It was reported that the port with filter is leaking which may lead to changing the device and breakage of the line. Customer response 28-aug-2020: unable to provide part no and batch no hence, the incident occurred 3-5 day after the device was changed. The events reported (B)(6). No adverse event occurred. Unable to save the product. Hope this email finds you safe and well. I have a questions regarding the trifuse we have. Lately, I have received reports from the nurses and also I found that the port with filter is leaking which may lead in changing the device and breakage of the line. We are changing the trifuse and bifuse every 7 days.